Event description:
On (B)(6) 2013 tosoh bioscience was notified by an account that on (B)(6) 2012 3 psa results were questioned by a physician, the specimens were repeated, and the repeat results did not correlate with the initial results. Pt #1 (B)(6) 2013 initial psa result = 0.43 ng/ml, repeat psa result = <0.05 ng/ml. Pt#2 (B)(6) 2013 initial psa result = 0.45 ng/ml, repeat psa result = <0.05 ng/ml. Pt #3 (B)(6) 2013 initial psa result = 0.20 ng/ml, (B)(6) 2013 repeat psa result = <0.05 ng/ml. Tosoh technical support rep reviewed the data and found that the qc ranges were inappropriate and of no value in determining the validity of the assay, but the qc values on (B)(6) 2013 assay were outside of the target values. Customer could not explain how they established these ranges, and apparently was unaware of the published ranges in the control IFU. On (B)(6) 2013: qc1 = 1.214 (account target ranges (-) 1.0 to 2.80) (tosoh recommended range 0.70 - 1.06). Qc2 = 17.5 (account target ranges 4.8 - 27.9) (tosoh recommended range 13.08 - 19.63). Qc1 was outside of actual target range and results should not have been reported. Another event occurred on (B)(6) 2013. Qc ranges were acceptable but initial psa result of 0.37 ng/ml and the repeat result was <0.05 ng/ml. It was not that the account was not properly storing samples, and had not had a preventive maintenance done on the analyzer since (B)(6) 2012. Pm requested and completed and no further incidents have been noted.